Event description:
While troubleshooting for a display issue, a homechoice (hc) experienced a system error (se) 2367 alarm (resume error, critical error found). The alarm occurred in dwell 2 of 5 after a technical service representative (tsr) instructed the home patient (hp) to cycle the power. The hp was connected at the time of the alarm. The tsr instructed the hp to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up with the home patient (hp), it was reported that nothing unusual was noted about the supplies used for that therapy. Therapy had been going well since the event. Additional information was requested and is not available. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.